Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nc trek was removed from the plastic hoop and the device separated at the hypotube, about 5 inches from the hub. There was no difficulty noted removing the device from the hoop. The device was not used and there was no patient involvement. A 3.75 x 20 mm non-abbott dilatation catheter was used in the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The investigation was unable to determine a conclusive cause for the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.